Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with hysteroscopy, novasure ablation and cystourethroscopy.

Manufacturer narrative:
Date sent to the FDA: 06/06/2016. It was reported that the patient underwent a gynecological procedure and concurrently had hysteroscopy ablation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and menorrhagia. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and inflammation. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.